Event description:
It was reported that during a training session, the ventilator reset with an audible and visual alarm. The ventilator was not connected to a patient when the reported problem occurred.